Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was further reported that the target index lesion was a 90% restenosed, 2.75x28mm lesion. Treatment consisted of pre and post dilation with an unspecified balloon and the placement of a 2.75x28mm taxus express2 stent resulting in 0% residual stenosis and timi 3 flow. The patient was discharged the next day without complication on bayaspirin and plavix. In (B)(6) 2009, at the re-intervention treatment timi flow improved from 2 to 3.

Event description:
It was reported that following a coronary drug eluting stenting treatment procedure the pt presented with in stent restenosis. The index procedure treated the target lesion located in the distal left circumflex (lcx) artery. Treatment placed an unspecified taxus express2 study stent. In 05/2009, a 9 month follow up angiogram revealed a 90% restenosed, a 3.0x13mm lesion in the lcx artery. The pt had no anginal symptoms but underwent treatment 14 days later. Treatment consisted of balloon angioplasty resulting in 25% residual stenosis. The pt was discharged 2 days later and the outcome was considered "resolved".

Manufacturer narrative:
(B)(4).